Event description:
This weekend the respiratory therapy department was resupplied with neonatal ncpap masks in the medium size. They were placed in the appropriate box. Upon inspection it was noted that the packages did not actually contain the mask - they actually contained prongs. There are 2 lot numbers involved, 0004142859 and 0004142858. (Manufacture date on both lots are on the same day.) All inventory was inspected. There were 10 of lot# 0004142858 and 9 of lot# 004142859 found. Pictures taken.